Event description:
The ICD involved in this MDR report was implanted in (B)(6) 2010. During an unscheduled follow up on (B)(6) 2010 - because, the pt received a defibrillation shock and was suffering from an acute pulmonary oedema, the device was interrogated and some data, such as the episode corresponding to the reported shock delivery, were missing; in addition, warning messages related to high lead impedances were also displayed by the programmer. Preliminary analysis revealed that the software anomaly which led to a field safety notice in june 2010 occurred on that device; normal device operation was restored when the device was interrogated during the unscheduled follow up (the new programmer version - smartview (B)(4) - was already installed in that center; therefore, the new embedded software version was downloaded in device memory upon interrogation). No further action was therefore, necessary for the ICD. It should be noted that the pt was already in bad condition (before the therapy delivered by the device). According to the physician, the pt condition resulted from an atrial arrhythmias conducted to the ventricle. Reportedly, pt status was stabilized with drug therapy.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. The field safety notice was reported to the food and drug administration under reference 1000165971-6/17/10-001-c (correction report). Analysis is pending.